Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Subsequent information indicates that the device was explanted and replaced for normal battery depletion. There were no adverse patient effects. The device has been returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead displayed intermittent pacing impedances of greater than 3000 ohms. Most other pacing impedances were noted to be in the 300-400 ohm range. The patient was reported to have been in atrial fibrillation at the time of the device check and it was, therefore, hard to tell if the system was displaying any noise. Isometrics and pocket manipulations were performed with no changes in lead numbers. The local boston scientific field representative indicated that a decision was made to reprogram the device vvir as the patient no longer needed atrial therapy. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.